Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During the procedure, it was noted that the tactisys displayed a red light when the catheter was connected. The tactisys was reconnected to the catheter and power cycled with no resolution. The catheter was replaced and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.